Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no graduation on the 40 cm scale of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of missing depth markings was confirmed and was determined to be manufacturing related. One 4 fr single-lumen groshong PICC was returned for investigation. The catheter appeared to be unused. An observation of the printed depth markings revealed that the 38-40 cm depth marks were missing from the tubing. The line connecting the dots between the 41 and 43 cm depth marks appeared to rotate around the tubing into the clear portion of the catheter, where it ended. The majority of the depth markings were positioned along the edge of the blue stripe. The reported damage appeared to be associated with the print operation. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that there was no graduation on the 40 cm scale of the catheter. No other information was provided.